Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information by the customer's spouse that the customer passed away at the hospital on (B)(6) 2020 due to fungal meningitis. The customer's blood glucose at the time of passing was unknown. The customer was wearing the insulin pump at the time of incident. The insulin pump is not expected to return for failure analysis.